Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy it was reported that the pt stated suddenly earlier today they noticed their stimulation felt too high and was shocking them. Pt said they need someone to turn it off because their remote is not working it is on too high and it's shocking them. Pt said they feel stimulation on their leg it feels like when stimulation is turned up too high they can feel it between their legs like the ins is turned up too high it is shocking it hurts and they can't do anything about it they tried to see their doctor, but they got interstim so long ago, the office can't find the patient they are not helping the patient. Pt said, it's been fine for years like something is wrong like it is puttering out and turning up on it's own. Pt said they need someone to turn it off. Troubleshooting reviewed that they do not have the ability to remotely turn stim off. Offered to troubleshoot the control device and potentially replace it for overnight delivery. Pt said they have changed the batteries, tried to connect but it will not connect. Pt asked what they are supposed to do in the meantime as it is shocking them? Troubleshooting reviewed the option to seek medical assistance, reviewed doctors can contact medtronic to page reps to meet with patients in their office. Patient was redirected back to doctor's office to see if they had the equipment that could turn stim off. Offered to send email to the reps in the area in case they could offer assistance. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt reported that in the past they've used their control device to turn stimulation up so high that it felt like shocking and when they reduced stimulation down the shocking went away.